Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal and inappropriate antitachycardia pacing - atp therapy was delivered. No intervention was performed. There were no patient consequences.